Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 29-nov-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (5 mg/ml at 1.7 mg/day) via an implantable infusion pump. It was reported that the pump located in the patient's right abdomen kept flipping; the patient was reportedly very physically active and requested that the pump be placed more laterally and posteriorly. A new 20 cc pump was placed. A catheter revision was performed; the old pump segment was replaced with a new segment that was attached after tunneling to the new pocket. The patient was alive with no injury and the issue was stated as resolved. It was reported that the pump was discarded and would not be made available for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that catheter segment was discarded and would not be made available for analysis. No further complications have been reported as a result of this event.